Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were troubleshooting for an unexpected restart alarm when the insulin pump powered off during the fill cannula option. The insulin pump turned back on after hitting it on the counter twice. The customer placed the insulin pump in his pocket and when he pulled it out the insulin pump had a blank display again. Customer's blood glucose level was 418 mg/dl. The self-test passed. The display returned after troubleshooting. The device was not returned.